Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-25 strip inserted backwards or upside-down. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for dead meter blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range undisclosed. The customer did report symptoms of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter did not turn on with the dot button or test strip. Strip was inserted correctly. Battery was inserted correctly. There was no adverse event or MDR related to this issue. Customer is feeling shaky.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41- dead battery. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for dead meter blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range undisclosed. The customer did report symptoms of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter did not turn on with the dot button or test strip. Strip was inserted correctly. Battery was inserted correctly. There was no adverse event or MDR related to this issue. Customer is feeling shaky.